Manufacturer narrative:
It was reported that the incorrect iview bearing serial number (B)(4) was provided in the kit for serial number (B)(4). The issue was discovered just before the patient's surgery. Review of the delivered order form for this surgery revealed that the incorrect ijigs bearing serial number (B)(4) were also provided with the kit for serial (B)(4). The incorrect jigs were not detected and were reportedly used in surgery without any issues arising during the procedure. In this instance, the patient anatomy for serial number (B)(4) and the patient anatomy for serial number (B)(4) were very similar to one another. The surgeon assessed the implanted hip system before wound closure and declared the surgery to be successful. Conformis recalled serial number (B)(4) as reported within the respective 806 report. A CAPA has been initiated to handle and record the corrective and preventative actions associated with this failure.

Event description:
It was reported that the incorrect iview bearing serial number (B)(4) was provided in the kit for serial number (B)(4). The issue was discovered just before the patient's surgery. Review of the delivered order form for this surgery revealed that the incorrect ijigs bearing serial number (B)(4) were also provided with the kit for serial (B)(4). The incorrect jigs were not detected and were reportedly used in surgery without any issues arising during the procedure. In this instance, the patient anatomy for serial number (B)(4) and the patient anatomy for serial number (B)(4) were very similar to one another. The surgeon assessed the implanted hip system before wound closure and declared the surgery to be successful.